Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion knob was stuck and could not be adjusted. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.